Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified radial vein. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon third inflation at 14 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).